Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during esophagus inflation procedure performed on (B)(6), 2011. According to the complaint, it was noted that when 2 atms of pressure was applied to the balloon it would not inflate. They confirmed that the balloon did not burst, however a pinhole was noted to the balloon material. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Visual examination of the returned device found no damage to the catheter of the device. However, through functional testing it was revealed that a pinhole was present in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon pinhole was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during esophagus inflation procedure performed on (B)(6), 2011. According to the complaint, it was noted that when 2 atms of pressure was applied to the balloon it would not inflate. They confirmed that the balloon did not burst, however a pinhole was noted to the balloon material. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Corrected investigation results: visual examination of the returned device found no damage to the catheter of the device. However, through functional testing it was revealed that a pinhole was present in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon pinhole was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.